Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The patient financial services department was notified, by the customer's family member that the customer passed away. No details were provided. The date of death was not provided. Attempts were made to contact the next of kin at the numbers listed in the customer's file; one phone number was disconnected and the other line went straight to voicemail. Additional contacts will be made. Also, a call back request letter was sent. The insulin pump information used on this medwatch report is the last known insulin pump to have been issued to the customer.